Manufacturer narrative:
(B)(4)

Event description:
It was reported that several days post-implant, asymptomatic patient presented in-clinic for a device check. Changes in lead impedance, capture thresholds and r-wave amplitude were observed. Lead perforation was suspected and was confirmed via ultrasound. Physician made the decision to perform a sternotomy as a safety precaution. The lead was repositioned successfully, and all measurements were normal. Patient was stable.